Event description:
The patient reported erosion. Although there were no signs of infection, antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023. Further information is not available at this time.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not performing x-rays immediately after the procedure to confirm the device placement, implanting a damaged stimulator, and the patient undergoing an MRI have been ruled out as potential causes. Additionally, the patient does not have any contraindicating conditions and did not engage in excessive physical activity. However, it was reported that the implanting clinician did not coil the lead at the receiver pocket. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is due to inadequate fixation as the implanting clinician did not coil the lead at the time of the implant (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.